Event description:
It was reported the pt ((B)(4)) is without stimulation. Low battery warnings for the ipg have been observed on two programmers. Efforts to initiate therapy via noninvasive troubleshooting have proven unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.